Manufacturer narrative:
The device remains implanted and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this device declared elective replacement indicator (eri) in (B)(6) 2011. Today, the monitoring voltage is 2.35v and the charge time is 26.1 seconds. A boston scientific technical services consultant discussed device behavior and that end of life (eol) cannot be predicted. No adverse patient effects have been reported.